Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced near syncope. Upon interrogation it was noted that the right ventricular (rv) lead exhibited loss of capture (loc) with asystole greater than two seconds and pacing inhibition due to a dislodgement. The patient was hospitalized and a temporary lead was placed. A revision procedure was then performed where the rv lead was repositioned. The rv lead remains in service and no additional adverse patient effects were reported.